Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour ts meter and in-house contour ts test strips from lot # 3gm3f01a using blood sample, which gave a satisfactory performance.

Event description:
A healthcare professional (hcp) from china reported that they performed blood glucose testing on their patient with the contour ts meter and obtained readings of 20.4 mmol/l and 6.4 mmol/l. There was no allegation of an adverse event. The device is not expected to be returned for evaluation, as the device has been discarded. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The initial reporter contact detail (e1) was not provided. No information was captured in sections a1 and a4 as the customer's initials and weight were not provided. The model # (d4) was not provided.